Manufacturer narrative:
The results/ methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pacemaker exhibited a rapid battery depletion from the estimated 20 month longevity. On (B)(6) 2018, the device was successfully explanted and replaced. There were no reported adverse consequences to the patient.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed in the laboratory. Interrogation of the device revealed the device was at elective replacement indication and in backup operation when received. The backup operation was caused by exposure to cold temperatures after explant. The lowest local temperature at the time of the explant was at -28 degrees celsius. A longevity assessment was performed, and the device was found exceeding the projected longevity. Based on the assessment, the device was determined to have normal battery depletion. Analysis was otherwise normal. No anomalies were found.